Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass, there was difficulty marrying the trocar and the anvil together and staying together. Same device was used to complete the case. There was no adverse consequence to the pt.